Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire fracture occurred. The target lesion was located in the right coronary artery (rca). A 182cm luge guide wire was advanced to the lesion. Two stents were successfully implanted. Post-implantation of the second stent, the guide wire made a loop inside the most distal stent. During removal of the guide wire, the physician felt a bit of friction and reckoned that the guide wire could be caught by the distal edge of the stent. The physician kept pulling the guide wire back which then frayed and broke down. The part of the guide wire that remained inside the patient was removed during a bypass surgery. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.